Manufacturer narrative:
The device was not available as it remains in the patient. Imaging provided shows that the tantalum radiographic marker for the superior endplate is no longer in the disc space. The inferior radiographic marker appears to still be in the intended location. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision was completed due to patient pain relating to a caliber cage. The cage was not removed and remains in the patient. This event occurred in australia.

Manufacturer narrative:
The device was not available as it remains in the patient. Imaging provided shows that the tantalum radiographic marker for the superior endplate is no longer in the disc space. The inferior radiographic marker appears to still be in the intended location. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision was completed due to patient pain relating to a caliber cage. The cage was not removed and remains in the patient. This event occurred in (B)(6).